Event description:
It was reported that the patient was not getting stimulation in the "right area" so the lead was being replaced. It was noted that the health care professional was going to use the same implantable neurostimulator (ins). It was noted that twelve days after replacement of the lead the patient was doing fine. It was further noted that patient was experiencing parasthesia in the foot which was the intended location.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (b)(6 2007, explanted: (B)(6) 2013, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).